Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen visual. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: inspection revealed that the display screen visual was discolored. The reported issue was directly caused by an unidentified display failure. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).